Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The manufacturer's field service engineer confirmed the reported user interface issue. The manufacturer¿s field service engineer (fse) replaced the defective user interface to address the reported problem. The unit is ready for patient use.

Event description:
The caller reported that the screen was back lit white with no text and the ground wire resistance was high. There was no patient involvement. The event date was not specified; estimate used.